Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the product was not returned to j&j medtech orthopaedics, however photos were provided for review. The photo investigation revealed that the device is shown in used condition as expected on reusable devices. The shaft is in good condition, no structural anomalies were found. It is not possible to determine if the device has a failure, no observations pertaining to the nature of the reported event could be identified. The overall complaint was not confirmed as the observed condition of the arthro pusher/cutter *ea would have not contributed to the complained device issue. Based on the investigation findings, a potential cause cannot be established since no defect was found, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that during an unspecified surgical procedure the arthro pusher/cutter ea device pusher/cutter did not cut the sutures. Another device was used to complete the procedure. The surgery ended successfully. There were no adverse patient consequences reported. The user did not experience any discomfort. No additional information was provided.